Event description:
Reporter alleged she attempted to test using the aviva system while not feeling well, but she got an error on the device. Reporter stated she took 50 units of humulin n and 6 units of "humalog r" around 8 or 9 am and the paramedics were called around 1 pm. Reporter stated the paramedics gave her oxygen, checked her blood pressure, and took her to the hospital where a 399 mg/dl result was obtained and she was given insulin. Reporter stated she was told to drink water as she was dehydrated, other testing was done, and she was treated for other health concerns while there 6 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.